Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had a blood glucose reading 'hhh', with nausea, polyuria, and polydipsia. The patient was hospitalized on (B)(6) 2017 and given unspecified treatment. This complaint is being reported as the reported alleged inaccurate delivery and the patient experienced hyperglycemia.